Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The device was returned for analysis, and the evaluation was completed on 04nov2024. The device was examined visually, and it was found that there was a fracture in the nickel shaft located approximately 48.5cm from the strain relief. The inner lumen was still intact. There was no damage observed to the microcatheter shaft 2-3cm from the microcatheter hub. The reported event of a fractured shaft was confirmed, but not in the location that was reported.

Event description:
It was reported that catheter fracture occurred. A direxion microcatheter was selected for use perform angiography of vessel. During the procedure, it was noted that the microcatheter was fractured. The procedure was completed with another device. No complications were reported, and the patient was stable post procedure. It was further reported that the fracture was noted on the connector 2-3cm from the hub. The inner lumen and nickel shaft were not intact.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that catheter fracture occurred. A direxion microcatheter was selected for use perform angiography of vessel. During the procedure, it was noted that the microcatheter was fractured. The procedure was completed with another device. No complications were reported, and the patient was stable post procedure.